Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-01402. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in clinical study (B)(6) that the tibial island lifted up when in full extension greater than 115 degrees indicating that the patient's bone fractured during surgery. Subsequently, the tibial island did not remain intact. The operative time was reported as 80 minutes. No further intraoperative complications were reported. No additional information is available at this time.